Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant products: unknown gel. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown silicone breast implants which the patient reported the following: I just had my second mentor implant rupture. I had breast surgery in 2007, I had a rupture in 2015, replacement and now another rupture. Both implants were replaced at time of first rupture. No trauma, no wrong doing. I now have to have another surgery to either remove my implants or replace them.